Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not yet receive the explanted devices. The x-rays have been reviewed. They indicate that the surgeon only used part of the screw holes and where the breakage occurred, there were no screws. The device is in transit for eval in our labs. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is therefore not suspected that product failure has caused the alleged event. As soon as additional info has become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that plate fractured in the upper third portion of the plate after 4+ months in pt, at the site of the original transverse fracture of the femur. Surgeon removed broken plate and implanted another ncb proximal femur periprosthetic plate with cables and bone graft.